Event description:
Essure birth control was inserted in (B)(6) 2011. A few days following insertion, heavy bleeding with large clots was experienced. Since that time, have experienced abnormal periods with abdominal pain. At other times had severe abdominal discomfort, nausea/vomiting/diarrhea, severe fatigue, and headaches.